Event description:
Non integration. It was reported that the implant at tooth site #44 fell out of patient's mouth.

Event description:
Non integration. It was reported that the implant at tooth site # 44 fell out of patient's mouth.